Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had lead migration which was determined by x-ray. No device malfunction suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components were not returned per hospital policy.